Event description:
Distraction pin broke during removal. Cervical spine case. A piece of the pin was retained. Lot number is unknown. Initial reporter, biomedical department, is unsure if the item was re-used.

Manufacturer narrative:
At the time of this report, the facility had not released the device for evaluation; however, aesculap has requested release of device and post-operative x-rays to assist in complete evaluation of case.